Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. However, partially detached retainer and cracked reservoir tube lip noted during visual inspection. Insulin pump also received with cracked case(battery tube) and cracked battery tube threads. Insulin pump passed displacement test properly. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
(B)(4). Cust wld like to be contacted before pump is sent * initial notes: cust states 2 days ago she called to report an issues she has with her pump & states a replacement wld be sent. Inquired what led up to the complaint. Customer response: cust states her pump has some damage. Bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has been dropped. Details of pump being dropped: from waist. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack & retainer ring loose. 2. Damage occurred: pump fell . 3. Location of the damage is: reservoir & battery compartment. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: yes did damage occur while using a silicone case: no is reservoir able to lock in place when inserted into pump: yes adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: adv cust sending replacement req to local office. Additional notes: cust is calling to check on status of pump replacement. Explained to cust that I cld not locate report, explained only thing I cld do was submit report to local office & apologized for inconvenience. (B)(4).